Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/17/2024, it was reported by a sales representative via (B)(4) that an abs-10063 cprp processing set tubing was cracked and the blood was not flowing smoothly. This was discovered during a procedure. No further information was provided. Additional information requested.

Event description:
Additional information was received on 1/30/2024: the case was completed using another abs-10063 cprp processing set.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the cause of the reported failure. The most likely cause of the reported failure is user error. Specifically, mishandling the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.